Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had two boxes of tampons and all of the tampons were inverted in the applicators with the string coming out the top of the applicator. She did not use any of the tampons and discarded them.